Manufacturer narrative:
This report is submitted on october 27, 2023.

Event description:
Per the clinic, the patient underwent an integrity test under general anaesthetic on (B)(6) 2023. The implanted device remains.